Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 21 mg/dl. The customer's husband called the paramedics when he was unable to wake her up. The customer had been experiencing low blood glucose levels for the past three and a half weeks. Troubleshooting was performed, and the insulin pump was programmed with a 16.0 unit basal rate for a total of 384 units per day. After reviewing the daily total history, found that the customer had never used more than 188 units in a day. Advised the customer to discontinued using the insulin pump until she speaks with her doctor about her current basal rate setting. The customer also stated that the insulin pump was exposed to an ultrasound and x-ray. Advised the customer that the insulin pump would be replaced. Nothing further was reported.